Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a no external power event was recorded in log files on 27nov2024 at 9:03:23 while connected to mobile power unit (mpu) power. This was likely caused by power to the mpu being briefly interrupted. The mpu was checked and remained firmly intact and with no issue running. It had a v-lock connector on the altering current (ac) power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu remained in use.

Manufacturer narrative:
A2 - patient age: correction. Manufacturer's investigation conclusion: the reported event of no external power alarms when connected to the mobile power unit (mpu) (serial: (B)(6)) was confirmed via analysis of the submitted log files. Submitted log files revealed that while on the mpu, at 09:03:23, a low power hazard alarm activates due to the both the relative state of charge (rsoc) and bus voltages dropping below the alarming thresholds. The rsoc and bus voltages continue to drop and activate a no external power alarm at 09:03:27. The no external power alarm clears at 09:03:56 when external power is restored to the system. During this interruption of external power, the backup battery functioned as intended and supported the system with no interruption. Pump function was not affected. Product was not returned for testing. Additional information revealed that the mpu was firmly intact and with no issue running, had a v-lock connector, that the ac power cord did not come loose from the wall outlet or the back of the mpu, and that there were no environmental circumstances that would have affected ac power at the time of the event. The root cause for the reported event could not be conclusively determined through this analysis. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 ¿alarms and troubleshooting¿, includes how to identify and resolve no external power hazard alarms. The heartmate 3 instructions for use section 3, entitled ¿powering the system¿, advises users to transfer to another power source and not rely long term on the system controller¿s backup battery if there is a power failure on the mobile power unit. The heartmate 3 patient handbook (rev. D) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.